Manufacturer narrative:
Device was not explanted. Surgeon plans to revise patient in (B)(4) 2011. Synthes is unable to determine manufacturing site or manufacturing date without a part number or a lot number. Part number associated with device only sold in (B)(6). Investigation could not be concluded as no device was returned.

Event description:
Patient implanted with prodisc-c in 2008. Surgeon noted on x-ray that the implant appears to have dislodged. Patient shows minor numbness in hand. Surgeon plans to revise patient in (B)(6).